Event description:
While placing the final screw into place, the locking ring became disengaged from the plate. All other remaining screws had already been locked. The surgeon decided to leave the plate implanted with no adverse reaction expected. Patient's outcome: no adverse event reported.

Manufacturer narrative:
Part and lot number is for the screw that was not implanted. Specifics on the plate were not available. Date of manufacture is for the set screw not implanted. Specifics on the plate were not available.